Event description:
The stent/balloon catheter was advanced to the proximal lad. The balloon was inflated to expand the stent. After stent expansion, a decision was made to deflate the balloon. However, it would not deflate. A 60cc syringe was finally utilized to deflate the balloon to pull the balloon out.